Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a leakage onto adhesive on (B)(6) 2024. Moreover, the issue occurred with six similar types of infusion sets used for twelve hours. No further information available.

Manufacturer narrative:
Device 4 of 6.